Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was unsure of whether or not she was receiving insulin due to issues with the insertion site. Customer reported that she thought her infusion set needed to be changed. Blood glucose level was over 500 mg/dl the day before the call. Customer declined troubleshooting. Blood glucose level was 279 mg/dl at the time of the call. No further information was provided.